Event description:
It was reported that a patient underwent an ovarian cystectomy procedure in 2010. About one year later, the patient went to the hospital with an unknown physical complaint. A 5 mm metal fragment was found in the back of the uterus which may be a broken needle tip that was used for the ovarian cystectomy. Currently, the fragment remains in the patient's body. An operation to retrieve the fragment is under consideration. The hospital thinks there is no relation between the patient's physical complaint and the remaining fragment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device product code and batch number associated with this event is not known. The international affiliate reports the following possible product code and batch numbers: product code jb839, batch cgm241; product code jb839, batch cgz357; product code jb839, batch ch6126. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.